Event description:
The customer reported that the insulin pump had a blank screen and moisture under the display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of moisture damage on the electronic and motor assemblies.